Event description:
The event is reported as: the applier would not open to release the clip. Unk if used on pt or if defect was found before its use. Attempts to get a more accurate description of the event failed, so decision was made to file MDR. No pt injury reported.

Manufacturer narrative:
Evaluation: method- actual device involved in incident was evaluated. Visual examination of the device performed. Functional testing of device was performed. Other-DHR done. Mfg processes reviewed. Result-other-no change in mfg processes were made. Visual examination revealed no defects. Sample was received without clips: the orange indicators was on the jaw. The indicator was removed from the jaws and tested. Jaws opened properly. DHR showed no issues with this lot#. Conclusion-other- based on the investigation performed to establish a root cause in the mfg process; it is concluded there are not elements to establish a root cause, in consequence no corrective actions will be taken. MFR will continue to trend this complaint.